Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit was unusable out of the box. It was further reported that there was foreign material inside the packaging.